Event description:
The consumer alleges that while using the brush recently the top spinning head came off. He states that he nearly choked on it. He is fine and has replaced the head with a new one. We are reporting this as a malfunction (small part breakage) with the potential to cause serious injury (choking).